Event description:
It was reported that t:slim x2 pump battery did not charge properly and charging connection was unstable, requiring caller to hold cable in place, and silver usb port appeared visibly damaged, although pump did not shut down and could still be turned on. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to plug charger into a known working outlet for at least 30 minutes, to insert usb correctly to avoid further damage, to allow battery to fully deplete before returning pump, and to use current pump with plan to use injections if pump stopped working; technical support arranged replacement pump shipment with confirmed address and signature requirement, advised customer to reprogram pump settings, to return problematic pump within 10 days using provided shipping materials, and later provided correct tracking number and informed logistics contact of corrected return authorization number, after which no further action was required.